Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (9 mg/ml at minimum rate mode) and morphine (3 mg/ml at minimum rate mode) via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported a motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). The motor stall occurred on (B)(6) 2015 at 12:19 p.m. No symptoms were reported. The patient did not have any underdose symptoms. The logs were read as troubleshooting performed. The cause of the pump motor stall was not determined at this time. The pump was scheduled to be replaced on (B)(6) 2015. The pump was programmed to minimum rate mode and to be replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient would be having his current pump replaced on (B)(6) 2015 because the motor ¿burned up¿ on the current pump. The consumer stated that it was determined by a manufacturing representative that the patient¿s motor burned up on the pain pump. The patient was experiencing seizures and withdrawal from morphine due to the motor having ¿burned up.¿ if additional information becomes available, the event will be updated.